Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with two 350cc mentor memorygel breast implant prostheses and experienced left-sided rupture and right-sided cutaneous contour deformity postoperatively. The patient felt something different about her right breast and consulted with a healthcare professional. MRI performed on (B)(6) 2022 indicated left-sided rupture and a fold on her right implant. As a result, the patient underwent bilateral removal and replacement with two 285cc mentor memorygel breast implant prostheses (catalog #:shpx285, right serial (B)(4), left serial (B)(4) on (B)(6) 2022. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 28-mar-2022, the suspected medical device was returned for evaluation. On 13-apr-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed a crease/fold on the posterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).